Event description:
It was found through a search of candidates that may need battery replacement that this patient had passed away in a hospital. Prior to death, the patient had a stroke and was diagnosed with congestive heart failure. The patient's neurologist indicated that the cause of death was probably old age. The cause of death and its relationship to the vns device is unknown. The patient's available programming history was reviewed. System diagnostics were within normal limits and no anomalies were found. No additional relevant information has been received to date. The product has not been received to date.